Event description:
A low readings issue was reported with the adc device. Customer reported a reading of 3.1 mmol/l that were obtained on the sensor scan and the customer then consumed sugar to raise blood glucose levels. The customer continued to obtain unspecified low readings and the next day obtained a blood glucose result of 32.7 mmol/l obtained on a competitor brand device and experienced hyperglycemia and felt lightheaded and was taken to the hospital where they were administered an insulin IV by a healthcare professional for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported a reading of 3.1 mmol/l that were obtained on the sensor scan and the customer then consumed sugar to raise blood glucose levels. The customer continued to obtain unspecified low readings and the next day obtained a blood glucose result of 32.7 mmol/l obtained on a competitor brand device and experienced hyperglycemia and felt lightheaded and was taken to the hospital where they were administered an insulin IV by a healthcare professional for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.